Event description:
It was reported that a patient presented with infection noted on the patient's implantable cardioverter defibrillator. The patient also experienced tricuspid valve regurgitation. The device was explanted on (B)(6) 2025. No information regarding additional adverse patient consequences was reported.

Event description:
It was reported that a patient presented with infection noted on the patient's implantable cardioverter defibrillator. The device was explanted on (B)(6) 2025. No information regarding additional adverse patient consequences was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation results were normal and visual screen was acceptable. Device image download was successful or attempted the cause of infection could not be traced to the device.